Manufacturer narrative:
Additional information :unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the monitor of the navigation system was replaced to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for evaluation. When connected to a known operational navigation system, the monitor had no display. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor of the navigation system was not operating as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.